Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 18 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approximately 2 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was worn through around 6.5 cm as well as 23 cm proximal to the lead tip. These damages can be considered the root cause of the reported oversensing. The characteristics of the damages indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 103 months after the implantation due to oversensing after boxchange. The lead was deemed reportable after the analysis of the lead completed on the (B)(6) 2019. Should additional information become available, this file will be updated.